Event description:
It was reported that the patient suffered a respiratory arrest on (B)(6) 2022 that caused an ischemic stroke on (B)(6) 2022. The patient continued to decline in health due to the stroke and was bed bound and unable to participate in their care. The patient was taken home on hospice but was readmitted for shock and was placed on comfort measures. They passed away shortly after in the hospital on (B)(6) 2023. Although the stroke was not the cause of death, it led to the patient's inability to fully participate in rehabilitation. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The patient's respiratory arrest and stroke that occurred on (B)(6) 2022 was reported under MFR# 2916596-2022-10785. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to stroke. Whether the death is device or therapy related was not provided.